Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer¿s reported issue. During initial bench testing the turbine manifold assembly was not working normally with the golden testing ltv ventilator. Visual inspection found the turbine¿s wires to the motor board were pinched and damaged which could have caused the turbine to malfunction. Carefusion scrapped the turbine manifold assembly after failure analysis. The unit was serviced by a carefusion authorized service center. The authorized service center replaced the turbine to address the reported issue with the ventilator.

Event description:
It was reported to carefusion that the unit was acting strange upon initial power up. While in service, it was discovered that the turbine was malfunctioning. This reportable issue was discovered while in service, therefore there was no patient involvement.